Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarms or display ramping on its own noted. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 158 mg/dl. Nothing further reported.